Event description:
It was reported that the patient presented for a device change out procedure. Upon interrogation, prior to the procedure, it was noted that the right ventricular (rv) lead exhibited high capture threshold. The rv lead was capped and replaced on (B)(6) 2022. The patient experienced no consequences.